Event description:
It was reported that the patient was experiencing abdominal pain following the implant procedure. It was suspected that the epidural space was too tight for the paddle lead and was causing the issue. The physician attempted to extend patient's lamina and create space, however, the pain was not relieved. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Sc-8216-50 (sn (B)(6)). Sc-1216 (sn (B)(6)). Investigation results. The lead and ipg was not returned for analysis; therefore, a technical analysis could not be performed. The explanted device components were discarded by the medical facility. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 808874, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing abdominal pain following the implant procedure. It was suspected that the epidural space was too tight for the paddle lead and was causing the issue. The physician attempted to extend patients lamina and create space; however, the pain was not relieved. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.